Event description:
The pt desired stimulation coverage of her lower back and was only getting it below the waist. Bipolar impedances were greater than 4000 ohms on almost all of the bipolar pairs. There were also invalid impedance readings. It appeared that the neurostimulator was already programmed to provide stimulation to the highest vertebral level possible. Additional information has been requested. A follow-up report will be submitted if additional info becomes available.